Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a leakage was observed from the junction of the bifurcate and in the shaft of the catheter during dialysis session. There was a blood loss of less than two milliliter. It was stated that the catheter been in placed for one month. The catheter was removed and a new catheter with similar model was inserted. The new catheter was successfully used and the procedure was completed. Flushing was done prior to use and it was successful. The patient was treated under local anesthesia. The catheter was not repaired. There was no tego utilized and no luer adapter issue. Betadine cleaning agent was used on the device and also the cleaning agent used to treat the insertion site prior to product placement. It was stated that the cleaning agent allowed to dry thoroughly prior to dressing the area and prior to applying the ointment to the area. Patient was not responsible for any type of catheter maintenance. The cleaning agent was not switched over the life of the catheter and was not mixed. No sepsiderm was used on the site to clean the catheter. The protocol was not changed for cleaning agent that was used recently. Patient was not used any type of cleaning agent or antibiotic on the catheter. There was nothing unusual observed on the device prior to use. No other products being utilized with the device. No other defects/damages found on the product. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was a hole, break, crack or leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a leakage was observed from the junction of the bifurcate and catheter in the shaft during dialysis session. There was a blood loss of less than two milliliter. The catheter was removed and a new catheter with similar model was inserted. The catheter was not repaired. There was no tego utilized and no luer adapter issue. Betadine cleaning agent was used on the device. There was no patient injury.